Manufacturer narrative:
Per the srt the ccm booted to the main splash screen. The cursor moved freely but the options on the screen could not be engaged.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) touch screen froze. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician (srt) the wires were all seated properly and a general inspection of the central control monitor (ccm) was performed. The srt replaced the hard drive, coin battery and the random access memory (ram) as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.